Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue was the most likely cause. Other possible causes include foam/bubbles on reagent/sample, use of primary tubes without cup adapters, electrical discharge in the sample probe, and misalignment of the sample. Based on the provided calibration and qc data, an instrument or reagent problem could be excluded.

Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable low gluc3 glucose hk result for on patient sample. The initial result was 2 mg/dl and the repeat result was 90 mg/dl. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 236290. The expiration date was requested but was not provided. The field service representative could not find a cause. He reviewed the analyzer alarm trace, check the rinse, probe alignment, and reagent pack which were all acceptable. Precision testing was performed and was acceptable.